Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a diabetic ketoacidosis. Customer was in the emergency room as a result of high blood glucose levels. The high pressure test passed. She declined to provide the information about their hospitalization. Customer's blood glucose level was 350 mg/dl. The device was not returned.